Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge and was instructed to call back for troubleshooting if the issue recurs.